Event description:
A (B)(6) male with congenital abnormality was implanted with an acticon device on (B)(6) 1999. On (B)(6) 2010, pt said his acticon is not helping him much anymore and doctor wants to do a revision. A revision surgery has not been scheduled at this time.

Manufacturer narrative:
Second lot #: ck323 008.